Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 477 mg/dl at the time of incident. The customer¿s current blood glucose value was 450 mg/dl. The customer did not experienced symptoms due to high blood glucose. It was unknonw that how the customer treated high blood glucose. It was unknown that the insulin pump was on auto mode at the time of incident or not. The customer declined further troubleshooting. No further patient complications were reported. The customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.